Event description:
An (B)(6) emergency medical services team was called to a nursing home to assist a (B)(6) male. He was found to be in cute congestive heart failure; rhonchi in all lung fields, with hypoxia. Spo2 82% on 6lpm by nasal cannula was attempted to be treated with a vygon boussignac CPAP system lot 11a11. When removed from packaging, the device was found to be broken at the point that the oxygen supply line contacts the delivery port and was thus unusable. An alternative CPAP system was rapidly obtained and no adverse pt outcome occurred. A second vygon boussignac CPAP system from the same lot was obtained to replace the faulty system and found to have the same defect.